Event description:
In 2006 the user facility reported that a mayfield skull clamp previously returned for evaluation was involved in an incident during which a patient sustained a laceration that required a stitch to close.